Event description:
During a l4-s1 posterior lateral fusion surgery, the attending surgeon was unable to torque down (lock) the construct closure tops. The surgeon completed the one-level surgery using an alternative fusion system.

Manufacturer narrative:
Parts associated with this event have been requested for the investigation. A supplemental report will be submitted when this investigation is complete.